Event description:
A malfunction with the t:slim x2 pump's battery charging was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to connect the wall adapter to a known working outlet and wait for at least 30 minutes to see if the pump would begin charging, and follow-up was planned.